Event description:
Additional information received from a health care provider (hcp) reported the implantable neurostimulators (ins) were implanted during a phase one trial and the inss no longer functioned. The hcp would like to go in and remove the inss and then place a vagal nerve stimulator in the same pocket.

Event description:
It was reported that the implantable neurostimulator (ins) had depleted 1-2 years ago prior to the date of this report. The patient had had the implant in for ten years and it was dead and they needed a new one. The patient had trouble keeping the battery going. They had trouble with the whole system. Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their healthcare professional or manufacturing representative. There was an appointment on (B)(6) 2015. The patient had not sought further help. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3387-40, lot# l82514, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0406558v, implanted: (B)(6) 2004, product type: lead. (B)(4).